Event description:
It was reported that the patient was rescheduled for a lead revision due to high impedance seen during generator replacement. Update was later received that lead was replaced. The suspect device has not been received to date. No other relevant information has been received to date.